Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during device preparation of the nc trek balloon dilatation catheter, more resistance than usual was felt during attempted removal of the protective sheath and stylet. The device was not used; there was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.